Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 3.2 was failed. The station was turned off, but it still could not be recovered. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main 3-2 was failed and missing in configuration. A field service engineer (fse) replaced drawer board but no change, replaced retractor band, rebooted and customer recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.